Manufacturer narrative:
The returned device was decontaminated and visually investigated. Upon visual investigation, the complaint was confirmed. The returned tip had a missing heat shrink. A probable root cause could be due to excessive heat applied during cleaning process at the hospital. A lot number of the returned device was unknown, and therefore a lot records could not be reviewed. An actual root cause could not be determined. There was no harm to the patient. This is a follow-up MDR with investigation. Previous reference: MDR #1223422-2017-00020.

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink from the renew lapclinch grasper tip fell-off into the abdomen of the patient. The procedure and anesthesia time was extended by ten (10) minutes. There was no harm to the patient.